Event description:
Baxter australia reported "minicaps keep falling off post connection." Per baxter australia, there appears to be no ridge on the outer surface of cap, close to top. Per baxter australia, no pt injury associated with these incidents.